Event description:
It was reported that the pump's usb port was loose, causing difficulties charging the pump due to the charging cord falling out from the usb port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.